Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up a decrease in pace impedance measurements as well as loss of capture was noted on this left ventricular (lv) lead. An x-ray was performed and a lead dislodged was confirmed. The lead will be repositioned, but meanwhile was reprogrammed to right ventricular pacing only. The patient was not pacemaker dependent. No adverse patient effects were reported.

Event description:
Additional information noted that a revision took place but it was not possible to explant the lead thus the device was reprogrammed to rv pacing only, and the lv lead was re-inserted into the lv port. No additional adverse patient effects were reported.